Event description:
It was reported from the (B)(6) that pt underwent primary knee procedure on (B)(6), 2008. Pt underwent revision surgery on (B)(6), 2010, due to unk reasons. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The (B)(6) is holding the product and has performed an eval on the returned explant. Report received from (B)(6) indicated the cause of the failure was "unexplained". This report filed (B)(4), 2010.